Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-19-c of lot number c1918853 involved in this complaint was returned opened, with its original packaging. With the information provided, a document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 05 september 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following was observed: visual inspection: needle examined and distal kink observed at notch of needle, needle removed from device and needle break observed below the sheath extender. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance with difficulty but when needle retracted needle does not retract into sheath. Please note, that three attempts were made to obtain additional information. If at any stage additional information is received, we will re-open the file and update it accordingly. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1918853 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1918853. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine due to no additional information provided but could be attributed to the device being used in a tortuous position/device being over torqued during the procedure causing the needle to kink distally which most likely caused the stylet to be stuck in the needle, potentially causing needle advancement and retraction difficulties which could have led to the proximal break below the sheath extender. During lab evaluation needle was able to advance with difficulty but when needle retracted needle did not retract into sheath this is most likely due to the kink and break observed. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the corrective action being implemented. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, needle stylet was stuck inside the needle. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, a section of the device did not remain inside the patient¿s body. Investigation findings conclude that a possible root cause could be attributed to the device being used in a tortuous position/device being over torqued during the procedure causing the needle to kink distally which most likely caused the stylet to be stuck in the needle, potentially causing needle advancement and retraction difficulties which could have led to the proximal break below the sheath extender. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-apr-2024.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle stylet was stuck inside the needle.